Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the poly would not seat in the tibial tray. The surgeon had to try to impact the poly further in the tibial tray and at that point dislodged the morse taper. The surgeon explanted the entire implant and during re-implantation broke off the m4 holding tool in the tibial tray. Without a back up tibial tray the surgeon continued implantation and altered an additional poly to get the implant complete. Unable to retrieve the broken tool from the tray.